Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported it was a total goat rope getting the device. Patient stated the doctor did not put the device where they discussed initially and it was incredibly painful. Patient said they ended up having to get it redone and they were not sedated properly and were up and trying to get off the table during the procedure. Patient also mentioned that is very hard to reach the doctor. The patient was redirected to their healthcare provider to further address the issue. Patient also mentioned that the pamphlet should be different as it was not mentioning patient issue.